Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was hospitalized for their high blood glucose on (B)(6) 2015 and was treated for the high blood glucose with a IV drip. The customer stated that they had issues with bent cannulas. The customer was taken off the insulin pump during their hospital stay for two to three nights. The customer declined troubleshooting at the time of the call. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.